Event description:
A facility reported the application of idrt (ID (B)(4)) post cancerous tumor resection on hand on (B)(6) 2022 and split-thickness skin graft (stsg) applied on (B)(6) 2022. Six months post operatively, patient presented with multiple inclusion cysts at graft site. No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Additional information received: "surgeon performed a 2nd biopsy but this time it was an incision instead of a punch biopsy. The result is that it is a cystic benign epidermoid epithelial inclusion."

Manufacturer narrative:
The idrt (ID 82021) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.